Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited multiple signal artifact monitoring episodes as oversensing of the minute ventilation signal on the right atrial channel. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.